Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e217. Based on the results of the investigation, since the allegation of the customer was not reproduced, a root cause could not be identified. And for the newly identified malfunction mentioned above, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a communication error e227, and a high frequency was noted on the screen. The issue was found during inspection for use. There were no reports of patient involvement.